Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, the j-tube kinked. Administering of duodopa was stopped on (B)(6) 2012. On (B)(6) 2012, a radiologist used a guidewire to unkink the j-tube. On (B)(6) 2012, duodopa was continued. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2012: procedure date was (B)(4) 2012.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, the j-tube kinked. Administering of duodopa was stopped on (B)(6) 2012. On (B)(6) 2012, a radiologist used a guidewire to unkink the j-tube. On (B)(6) 2012, duodopa was continued. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) j-tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.